Event description:
It was reported, the hf unit "esg-400" displayed error code e006. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, this error can be attributed to various causes, all of which result in an increase in the electrical resistance between the two electrodes of the device in operation, triggering the error message. The error message e006 is primarily intended to warn the user when a flushing fluid with insufficient conductivity is used in saline mode. Possible causes include the following: 1. The accumulation of tissue deposits on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. 4. The instrument is in a gas bubble during activation. Olympus will continue to monitor field performance for this device.